Event description:
Journal reference: matzel ke, kamm ma, stosser m, et al. Sacral spinal nerve stimulation for faecal incontinence: multicentre study. Lancet apr 17, 2004;363(9417):1270-1276. In patients with faecal incontinence in whom conservative treatment fails, options are limited for those with a functionally deficient but morphologically intact sphincter. We investigated the effect of sacral nerve stimulation on continence and quality of life. Reportable event: in one patient bowel symptoms deteriorated and led to device removal after 20 months, patient subsequently received a sigmoid stoma. See mfg report: 2182207200807890.